Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect procedure or method: against resistance; re-insertion. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Additionally, the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, 90% stenosed, de novo proximal circumflex artery, after predilatation with a 3.5 x 12 mm nc trek balloon dilatation catheter (bdc), the 4.0 x 15 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion. The xience v sds was removed from the anatomy and additional predilatation with a 4.0 x 12 mm nc trek bdc was performed; the same sds still could not cross the lesion. It was noted that slight resistance was met and the physician pushed against the resistance and the sds shaft separated into two pieces. The entire device was removed from the anatomy without incident. A 4.0 x 18 mm non-abbott stent was implanted successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.